Event description:
Caller reported two vertical white lines displayed on his screen, which affected the ability to interact with the pump and read the pump screen. Blood glucose levels were not adversely impacted, staying within normal ranges. Customer was advised to use mdi therapy to ensure ongoing insulin delivery and received a replacement pump from technical support. Instructions for putting the old pump into storage mode and returning it were provided, with the customer acknowledging and understanding the guidance.